Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would lock up during image playback and that the image was blank on the third frame. There is no report of pt injury associated with this event.